Manufacturer narrative:
Maude report number mw-5075745. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with depuy spine devices after being involved in a automobile accident. Postoperatively, approximately 1.5 years later, the patient presented with an unknown issue involving one of the devices. Maude report number mw-5075745. Devices involved: eagle plate: 1836-12-036, gelfoam themostatis, acromed bengal court cage, acromed bengal court cage: 1773-06-032, screw: 1836-50-014.